Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 27.apr.2016 / e-mail dated (B)(6) 2016 states that the blade was replaced immediately when discovered it could not lock. The patient did not get revised. There has been no mention of any issue with the screw driver. The second blade was inserted without issue. Approximate date of event is in calendar weeks, 12 or 13, the exact date has not been reported.

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. The malfunction was detected during surgery, and the device was replaced with another device to complete the surgery. A review of the attached complaint histories did not reveal any complaints with a similar malfunction that contributed to death or serious injury in the past. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. The malfunction was detected during surgery, and the device was replaced with another device to complete the surgery. A review of the complaint histories did not reveal any complaints with a similar malfunction that contributed to death or serious injury in the past.

Manufacturer narrative:
Device malfunctioned intra-operatively and was not implanted / explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - 04.027.036s ¿ 9685098. Manufacturing site: (B)(4). Manufacturing date: 19.oct.2015. Expiry date: 01.oct.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the proximal femoral nail antirotational (pfna) blade would not lock during the insertion of the pfna intramedullary nail. The screwdriver being used reportedly felt tight, however the blade would not lock as it typically did. X-ray images were taken, which confirmed the pfna blade not being locked. The blade was removed and replaced with a new blade. The procedure was delayed by 15 minutes and there was no harm to the patient. The patient was reported as having a ¿standard outcome.¿ this is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.